Event description:
It was reported that pump displayed malfunction alarm malf 24 with high blood glucose reading shown only as ¿high,¿ and no notable events occurred before malfunction. There was no additional information received regarding specific blood glucose value beyond indication that it was high. Customer treated high blood glucose with correction injection using multiple daily injections, did not require third-party medical assistance, switched to backup insulin therapy using multiple daily injections, and was sent replacement pump under warranty by technical support, who confirmed shipping details, provided storage and return instructions for problematic pump, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement device.